Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery in 2008, when implanting the shell, the locking ring bent as the liner was being inserted.